Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the ps3 lift column power supply. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the lift on the 8800 system will not go down. It was noted that the lift motion becomes slow to respond. There was no report of patient injury.